Event description:
It was reported that the right atrial lead exhibited noise, which was causing inappropriate automatic mode switch. Patient was asymptomatic. The noise was reproducible with pocket manipulation. The patient will continue to be monitored.